Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to (B)(6) medical corporation; the reported malfunction was observed and attributed to a system interconnect flex cable that was loose. A system interconnect flex cable and interlock connector were replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.